Event description:
It is reported this event occurred in the pt's room. The insertion site was the internal jugular vein. On the 17th day after insertion, the catheter was separated around 18cm from the tip during changing of dressing. Therefore, the catheter was removed and replaced with a new one. The medical staff stated that no special force was applied to the catheter and no sharp objects were used when changing the dressing. There was no reported delay in treatment. There were no reported pt injuries, complications, or death.

Manufacturer narrative:
(B)(4). This product is not intended for sale in the united states. The 510(k) number and FDA product code were determined by a similar product.